Event description:
An unexpected negative antibody screen on a pt sample run on the abs2000 was reported. The patient sample has a historical record of anti-k. An ortho gel panel was run on the sample; results were 2+ (positive). No medical action was taken based on the results.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention crrs, lot g138. Testing was performed with customer's sample and retention panoscreen, lot 26287. Immuadd, lot 4p5502-1 was used as potentiator. Reactions were read at is, 20'rt, 15'37c, and iat. 1+ reactivity was observed only at iat with cell ii (k+ donor c2884). All other testing was negative. Customer's sample was also tested with returned crrs. Lot g138, on an in-house abs2000. The sample exhibited reactivity with cell iii (k+ donor g1012). Cels I, ii, and IV were nonreactive. A service call was performed; the instrument was performing as expected.